Manufacturer narrative:
The product was not returned for investigation, and the investigation was unable to determine the definitive cause of the reported problem. It is considered that the reported event was caused by local contact with a lesion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for shunt pta burst at 10 atm during the third dilation.then it was replaced with a other product and the operation was continued. No complications were reported.